Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s implantable cardioverter defibrillator (ICD) delivered inappropriate therapy during atrial arrhythmia. It was also reported that there was atrial undersensing on the patient¿s right atrial (ra) lead. Both the ICD and the ra lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.